Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed some were missing needles and others leaked. Blood was filling up in the holder and not the vacutainer. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula, but no evidence of a missing cannula. Additionally, 30 retained samples underwent functional tests using 10 tubes per needle to assess functionality. Out of these, three samples failed due to sleeve leakage caused by poor sleeve recovery. Furthermore, 100 retained samples underwent a visual inspection for missing needles, and all samples passed, showing an IV cannula that had not yet been activated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage, and unconfirmed for the indicated failure mode: empty/missing. Corrective and preventive action has been opened to address the sleeve leakage issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed some were missing needles and others leaked; blood was filling up in the holder and not the vacutainer. No patient impact reported.